Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat at 0.0874 inches. The pump properly paired with the guardian link 3 transmitter, after the pump completed warm up and calibration. The pump was able to display the test bg value of 239 mg/dl on the pump's home screen. No communication pump to xmtr anomaly, calibration anomaly, sensor signal not found alert, cannot find sensor signal alert, lost sensor alert or loss of communication anomaly noted, during testing. No com pump to xmtr not confirmed. The pump was received, with cracked battery tube threads and cracked case at the battery tube side. The following were noted, during visual inspection: minor scratched display window, scratched display window cover, scratched case, stained serial number label, scratched keypad overlay and pillowing keypad overlay. Test p-cap and reservoir locked properly into reservoir compartment, during testing. History download was successful using thump and carelink upload was successful. The pump did not have a battery installed when received. No damage noted, on the original battery cap. Please see below, for the first 10 boluses listed on the event date (B)(6) 2024 in the pump history file. 09/08/2024, 00:40:07.000, normal bolus delivered (220): bolus programming method: cl 1 microbolus (5); normal bolus amount programmed: 250 (0.025 u); bolus amount delivered: 250 (0.025 u). 09/08/2024, 00:45:07.000, normal bolus delivered (220): bolus programming method: cl 1 microbolus (5); normal bolus amount programmed: 500 (0.05 u); bolus amount delivered: 500 (0.05 u). 09/08/2024, 00:48:27.000, normal bolus delivered (220): bolus programming method: cl 1 glucose correction plus food bolus (8); normal bolus amount programmed: 12000 (1.2 u); bolus amount delivered: 12000 (1.2 u). 09/08/2024, 01:30:05.000, normal bolus delivered (220): bolus programming method: cl 1 microbolus (5); normal bolus amount programmed: 500 (0.05 u); bolus amount delivered: 500 (0.05 u). 09/08/2024, 02:20:19.000, normal bolus delivered (220): bolus programming method: cl 1 glucose correction plus food bolus (8); normal bolus amount programmed: 33000 (3.3 u); bolus amount delivered: 33000 (3.3 u). 09/08/2024, 02:55:07.000, normal bolus delivered (220): bolus programming method: cl 1 microbolus (5); normal bolus amount programmed: 250 (0.025 u); bolusa mount delivered: 250 (0.025 u). 09/08/2024, 03:00:07.000, normal bolus delivered (220): bolus programming method: cl 1 microbolus (5); normal bolus amount programmed: 250 (0.025 u); bolus amount delivered: 250 (0.025 u); 09/08/2024 03:05:07.000 normal bolus delivered (220): bolus programming method: cl 1 microbolus (5); normal bolus amount programmed: 500 (0.05 u); bolus amount delivered: 500 (0.05 u). 09/08/2024, 03:10:07.000, normal bolus delivered (220): bolus programming method: cl 1 microbolus (5); normal bolus amount programmed: 500 (0.05 u); bolus amount delivered: 500 (0.05 u). 09/08/2024, 03:15:07.000, normal bolus delivered (220): bolus programming method: cl 1 microbolus (5); normal bolus amount programmed: 500 (0.05 u); bolus amount delivered: 500 (0.05 u). Unable to verify, customer's daily total of all insulin delivered surrounding the event date of (B)(6) 2024 listed on smartsolve, due to insufficient data in the trace/history files. There were on autosuspend (12) alarm noted, in the pump history file. Please see below, for the user suspended (2) alarm listed on the event date (B)(6) 2024 in the pump history file. 09/08/2024, 02:25:52.000, insulin delivery stopped (30): reason for insulin delivery suspension: user suspended (2). 09/08/2024, 04:51:05.000, insulin delivery stopped (30): reason for insulin delivery suspension: user suspended (2). 09/08/2024, 13:27:14.000, insulin delivery stopped (30): reason for insulin delivery suspension: user suspended (2). Please see below, for the pump error(s)/alarm(s) noted 1 week prior to the event date (B)(6)2024 in the pump history file. 09/03/2024, 19:20:01.000, alarm alert notification (40), fault number: sensor error alert (801). 09/03/2024, 21:25:01.000, alarm alert notification (40), fault number: sensor error alert (801). 09/04/2024, 05:05:00.000, alarm alert notification (40), fault number: sensor error alert (801). 09/04/2024, 23:31:00.000, alarm alert notification (40), fault number: lost sensor 1 alert (780). 09/08/2024, 14:54:01.000, alarm alert notification (40), fault number: low battery alert (104). 09/08/2024, 14:56:17.000, battery removed (55). 09/08/2024, 14:56:17.000, alarm alert notification (40), fault number: battery removed (84). 09/08/2024, 14:56:53.000, battery inserted (44). 09/08/2024, 14:56:53.000, alarm alert notification (40), fault number: failed batttest (58). 09/08/2024, 14:56:54.000, battery removed (55). 09/08/2024, 14:56:54.000, alarm alert notification (40), fault number: battery removed (84). 09/08/2024, 14:56:56.000, battery inserted (44). 09/08/2024, 14:56:56.000, alarm alert notification (40), fault number: failed batttest (58). 09/08/2024, 14:57:20.000, battery removed (55). 09/08/2024, 14:57:20.000, alarm alert notification (40), fault number: battery removed (84). 09/08/2024, 14:58:06.000, battery inserted (44). 09/08/2024, 14:58:06.000, alarm alert notification (40), fault number: failed batttest (58). 09/08/2024, 14:58:07.000, battery removed (55). 09/08/2024, 14:58:07.000, alarm alert notification (40), fault number: battery,removed (84). 09/08/2024, 14:58:12.000, battery inserted (44). The pump properly paired with the guardian link 3 transmitter, after the pump completed warm up and calibration. The pump was able to display the test bg value of 239 mg/dl on the pump's home screen. No communication anomaly, calibration anomaly, sensor error alert or lost sensor alert noted. The power management tool confirmed, the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. Low battery alert was expected, due to the customer's battery in the pump is low on power. Failed battery test alarm was expected, due to the customer's battery inserted on a battery change, does not have sufficient voltage. Sensor error alert (801), not confirmed. Lost sensor 1 alert (780), not confirmed, low battery alert (104), not confirmed, failed batttest (58), not confirmed. The pump passed, the functional testing. Unable to confirm, alleged low bgs. No com pump to xmtr not confirmed. Cosmetic damage was confirmed, at the back of the pump. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced no communication between pump and transmitter, lost sensor alarm. The customer reported blood glucose value of 30 mg/dl. The customer reported hemorrhage/blood loss/bleeding, hypoglycemia, hypoglycemia, hypoglycemia, loss of consciousness treated with no treatment, glucose/carb intake, emergency medical services/ambulance/emergency room visit. The event involved product(s) mmt-7841zn, mmt-1884l, mmt-7040ma, mmt-332a, mmt-378a. Troubleshooting was performed. Customer reported blood at site. Customer reported low blood glucose values. Customer has been using the insulin pump system within 48 hours of reported low blood glucose event. It was unknown if the auto-mode feature was active. Customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. Customer reported a loss of communication between the transmitter and the pump. Transmitter is out of warranty. Continuing to use the transmitter past 1 year may result in reduced battery life, frequent loss of communication, or increased alerts. No further patient complications were reported. No product return is required for mmt-7841zn. Mmt-1884l was requested and customer response was the device will be returned. No product return is required for mmt-7040ma. No product return is required for mmt-332a. No product return is required for mmt-378a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This is 2 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.